Event description:
It was reported that, following a fall on the left side, the patient experienced an overstimulation sensation when coughing, sneezing, or moving the arm upward. The patient also did not feel the needed stimulation in the left leg following the fall. The patient increased the amplitude on program 2 of the implantable neurostimulator, and was able to obtain coverage for the left leg, but only when sitting still. If the patient was not still, the overstimulation reoccurred. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).